Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced infusion set cannula kinked event. Event occurred within three hours of insertion. Insertion site was at abdomen. Patient changed supplies as necessary and resumed insulin therapy. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of ref. Samples buid-umd version 11 for the code "soft cannula found kinked upon removal from infusion site." Complaint investigations. 1 used set was provided and there is visible the soft cannula was kinked at the tip. The following test was performed: visual test according to work instruction version 1. 1 used set failed the test. Functional test 1 according to work instruction version 9. 1 used set passed the test. Since no lot number is available. A detailed investigation or batch review cannot be conducted. Conclusion summary of the related event: as a result of the following: 1 used cannula part was found with the soft cannula kinked at the tip, failure found is not related to manufacturing process, no harm reported. Therefore, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint 2011706 has been evaluated. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of ref. Samples version 11 for the code "soft cannula found kinked upon removal from infusion site." Complaint investigations. 1 used set was provided and there is visible the soft cannula was kinked at the tip. The following test was performed: visual test according towork instruction version 1. 1 used set failed the test. Functional test 1 according to work instruction version 9. 1 used set passed the test. Since no lot number is available. A detailed investigation or batch review cannot be conducted. Conclusion summary of the related event: as a result of the following: 1 used cannula part was found with the soft cannula kinked at the tip, failure found is not related to manufacturing process, no harm reported. Therefore, this issue will be monitored through post marketing survellience (pms) product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the market quality review (omqr) procedure.